Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.   Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that per medical records (B)(6) 2009 patient presented due to neck pain with right upper extremity weakness and pain. Radiographs: were reviewed which shows c5-6 degenerative disc disease. MRI shows a very large central disc herniation with contact of the cord at the c5 -6 level consistent with a large c5-6 disc herniation centrally causing significant cord compression. Impression: c5-6 herniated nucleus pulposus with right upper extremity weakness and paresthesias. This was consistent with her findings on the MRI. On (B)(6) 2009 patient got admitted to hospital due to the following diagnosis: c5-6 herniated nucleus pulposus with central spinal stenosis and bilateral upper extremity radiculopathies. Operation: c5-c6 anterior cervical discectomy; c5-c6 anterior cervical fusion; c5-c6 placement of synthetic interbody spacer; c5-c6 anterior cervical instrumentation; placement of allograft; rhbmp-2 bone morphogenetic protein. Components: c jaws anterior cervical staple 15 x 12 mm; peek interbody spacer filled with allograft and rhbmp-2 cervical spine: ap and lateral views of the cervical spine were obtained. Op note: the surgeon placed 7 mm peek interbody spacer packed with both allograft as well as a portion of small rhbmp-2 bone morphogenetic protein sponge. This was placed inside the peek interbody spacer. We tapped this into place with the mallet and the applicator. We then took lateral fluoroscopic imaging and got excellent position and apposition of the endplates. We then ran a motor and, again, had no significant changes from our baseline. At that point removed the pins and using the same holes as the pins were placed 15 x 12 mm c jaws anterior cervical fixation staple. We placed this and did compression through this and got excellent apposition of the endplates. Final fluoroscopic imaging as well as ran a final motor examination which, again, was unchanged. We then copiously irrigated the wound. We did a wakeup test. The patient was able to move all her extremities well. Patient was moving all extremities well and suffered no complications throughout the procedure. There were postoperative changes from spinal fusion and discectomy at c5-6 with a spacing device within the disc space and anterior fixation staple present. There is good alignment without evidence of acute fracture or significant soft tissue swelling. Impression: postoperative changes from discectomy and anterior fusion at c5-6. On (B)(6) 2009 patient got discharged from hospital. On (B)(6) 2013 CT neck - status/post cervical spine fusion at c5-c7 with the anterior plate abutting the cervical esophagus. This is of uncertain clinical significance. Impression: no evidence of esophageal mass or obstruction; moderate gastroesophageal reflux and numerous tertiary contractions within the esophagus. Patient alleges unspecified injury due to the use of rhbmp-2.